Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e1: customer information updated: account # (B)(6), account name: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part: 292.622, lot: l887719. Manufacturing site: balsthal. Release to warehouse date: 09.may 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the guidewire ø1.1 w/thread-tip w/trocar l15 (part #: 292.622, lot #: l887719) was received at us customer quality (cq). Upon visual inspection, the guidewire was bent. Device failure/defect identified? Yes. Dimensional inspection: measurement was taken at an area of the shaft that was not bent. Measured dimensions: shaft od= conforming. Document/specification review: current and manufactured was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. This complaint is confirmed as the received guide wire was found bent. Although no definitive root cause could be determined based on the provided information it is likely that the device experienced unintended forces or stresses during use. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that while drilling the third hcs screw a sterile guide wire was used and the drill burst at the tip. Fragments were generated and removed. The surgery was completed successfully with another available drill. No surgical delay was reported. The patient outcome was reported as good/as intended. Concomitant device reported: headless compression screw (part unknown, lot unknown, quantity unknown). This report is for a guide wire. This is report 2 of 2 for (B)(4).